Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the catheter fractured. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was identified in medical records, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a patient was implanted with power port isp m.r.I. Implantable port sickle cell anemia with poor venous access via the right internal jugular vein under ultrasound and fluoroscopic guidance. Seven years, two months and twenty six days later, the contrast was injected through a huber needle, which revealed that there was loop and kink seen in the proximal catheter in the supraclavicular region. In addition, there was evidence of partial catheter breakage in the medial supraclavicular region and leakage of contrast from this area which then traverses along the shaft of the catheter. Subsequently, the port was removed nine days later and new port was implanted. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak, material twist and catheter kink. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b3, b5, g3, h1, h6 (patient, device, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) , 2014, a patient underwent port placement via the right internal jugular vein for the long term intravenous access related to sickle cell anemia. Approximately seven years, two months and twenty six days later, on (B)(6) , 2021, a contrast examination revealed that the catheter allegedly had loop and kink in the proximal end. Additionally, it was also reported that the catheter had allegedly fractured and a leakage from the contrast in the supraclavicular region was also noted. Subsequently, on (B)(6) , 2021, the port was removed, and a new port was implanted on the same day. However, the current status of the patient remains unknown.